Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 282 mg/dl and current blood glucose value was 98 mg/dl. The customer experienced symptoms such as passing out. The customer was on manual injections. The insulin pump will not be returned for analysis.